Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead was unable to be fixed due to patient anatomy. Additionally, lead parameters were inadequate. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.